Event description:
Additional information was received. It was reviewed longevity with anta based on current settings showed 1 year 6 months, or 2 years and 10 months with cycling 15 on and 15 min. Off. Current settings were as follows: 0 1- 2 8 9- 10, 60hz, 450pw, 5.8 volts, 900ohms. 0- 1- 2 8- 9- 10, 60hz, 450, 3.0 volts, 900 ohms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the caller states patient decreased his stimulation down on monday, (B)(6) and then attempted to increased his stimulation up on tuesday, (B)(6) but was unable to. Caller reports patient had his stimulation off, met today and was able to increased stimulation. Caller reports eri is seen today. Ins voltage 2.45v. Reviewed eri and eos. Caller reports patient is programmed: 1. 5.8v/450pw/60hz. Using electrodes: 0, 1, 2, 8, 9, 10. (4 anodes and 2 cathodes) 2. 3v/450pw/60hz. Using 8, 9, 10, 0, 1, 2. (4 cathodes and 2 anodes) estimated longevity performed: eri: 2.69 months and eos: 5.69 months caller reports patient turned his stimulation down at night to 3.0v on both programs. Estimated longevity performed with 3v on 24/7: eri: 7.69 months and eos: 10.69 months electrode impedance: reference 0 1: 875 ohms 2: 907 ohms 8: 952 ohms 9: 837 ohms 10: 852 ohms reference 1 0: 875 ohms 2: 857 ohms 8: 958 ohms 9: 854 ohms 10: 877 ohms reference 8 0: 952 ohms 1: 958 ohms 2: 862 ohms 9: 815 ohms 10: 867 ohms reference 9 0: 837 ohms 1: 854 ohms 2: 827 ohms 8: 815 ohms 10: 690 ohms reference 10 0: 852 ohms 1: 877 ohms2: 857 ohms 8: 867 ohms 9: 690 ohms reviewed impedance. Reviewed decreasing ampl and electrodes can extend ins battery life.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the inability to adjust stim was due to eri. The actions taken was the battery was replaced. The issue has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the device was discarded.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.